Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high out of range pacing impedance. A follow up with the patient¿s healthcare provider yielded that the pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The rv highvoltage coils remain in use. No patient complications have been reported as a result of this event.